Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation was unable to determine a specific root cause due to lack of information. It was noted that the customer's centrifuge conditions were outside of specifications and the recommended rack adapters were not in use.

Event description:
The customer received questionable results for troponin I short turn around time (tni stat) on four patient samples from (B)(6) 2013. Of those four samples, it was determined one sample had erroneous results that had been reported outside the laboratory. All results are in ng/ml. On (B)(6) 2013, the patient's initial tni stat result was 3.97, which was reported outside of the laboratory. The sample was repeated and generated a result of 14.3. The sample was repeated twice more on the same instrument. The repeat results were 14.63 and 3.97. Later, the sample was repeated on another cobas 6000 e601 and generated a repeat result of 13.99 and 14.04. The customer deemed the repeat result from the other cobas 6000 e601 analyzer to be the correct result and a corrected report was issued. The patient had presented in the "ER" and they knew the patient was having a heart attack before the tni stat was drawn. There was no delay in treatment due to the erroneously reported result. There was no adverse event. On (B)(6) 2013 after midnight, the sample was repeated after the reagent lot was changed. The initial result was 14.65 and the repeat result was 14.27. The lot of tni stat reagent in use on (B)(6) 2013 was 17026101, with an expiration date of 01/31/2014. The lot of tni stat reagent in use on (B)(6) 2013, was 17182701, with an expiration date of 02/28/2014. The field service representative was unable to duplicate the issue. He provided information on pre-analytic sample handling. He inspected fluidics, checked alignments and did performance testing all without issue.